Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not available. Caller states that customer was going to see healthcare professional and medtronic representative there would test pump or customer would call helpline. Caller was advised to have customer call to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.